Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74 serial #: (B)(4), description: avista MRI perc lead kit, 74 cm; model#: sc-4319 lot #: 19907614 description: clik x MRI anchor. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the pocket and midline incision site. Symptoms were fever, increasing mid back pain and abscess around the leads. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.